Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during an internal fixation surgery, the tip of a 7.0 compression screw drill did not target the screw hole on the nail and hit the nail, then it was broken off. All pieces were retrieved it is unknown how the pieces were recollected. Surgery was completed, after a delay of 20 minutes, with an sn back-up device. No harm to the patient or further complications were reported.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirms the tip broke off. The broken piece was returned with the device. The device does show signs of significant wear and use. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.